Manufacturer narrative:
The reported events were lead dislodgement and inappropriate low voltage output. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of inappropriate low voltage output was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that a device check was performed following the patient being admitted to the hospital for heart failure. It was suspected that the right atrial (ra) lead dislodged into the ventricle based on pacing morphology. During a procedure, the lead's helix would not retract. The ra lead was therefore explanted and replaced. The patient was stable.